Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.

Event description:
The customer reported that the tube was tested for cuff leakage and passed; however, air leakage was observed at the cuff during operation. A non-routine replacement of the tube was required.